Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was further reported that the reason for this surgery was due to a broken prothesis and the device was no longer inflating. The patient was doing fine post surgery.